Event description:
The customer reported that the 840 ventilator had a blank screen. There was no pt involvement. Covidien troubleshot this issue with the customer over the phone. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).